Event description:
Healthcare professional reported for left side "rupture when introducing", "implant was broken when being inserted in the patient". The device was not implanted.

Manufacturer narrative:
Cont. E.1 phone numbers : (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device. This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported for left side "rupture when introducing", "implant was broken when being inserted in the patient". The device was not implanted.